Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager had failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that remote manager had failed. The field service engineer replaced the worn latch with a new one and applied conductive grease to the micro switches. The fit of the hasp to the housing was adjusted for better alignment. All tests were successful, and service was restored. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the smart remote manager had failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.